Event description:
No additional information received

Manufacturer narrative:
Pr 10594537 follow up for device evaluation. It was reported the needle was plugged. To aid in the investigation, one sample with no packaging blister and seven photos were provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was assembled to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. Four photos provided show a needle assembled to a syringe both with and without the plastic shield. The fifth photo shows what appears to be a needle with a piece of wire inserted into it. The sixth photo shows a needle assembly with a wire on the side. The seventh photo shows two needle hubs from the bottom view. One hub has text that it is good, and the other hub is defective. No other information could be obtained from the photos. A device history record review was completed for provided material number 305106, lot 3055903. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Previous investigations have revealed the epoxy applied to fix the needle to the needle hub can flow to the bottom of the needle and block the internal diameter resulting in a clogged needle. Epoxy application and process variations are currently being analyzed. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received material#: 305106, batch#: 3055903. It was reported by the customer that prepared for administration but the "needle was plugged" and the medicine would not go through verbatim: rcc received a complaint via email. Email(s) attached. Information regarding this report was provided by the reporter, the office staff member, who contacted medical information via phone on 12jul2024. On 09jul2024 a vial of xxx was prepared for administration but the "needle was plugged" and the medicine would not go through. No adverse event or missed doses were reported as a result of the reported event. The reporter has the affected product available for retrieval and is requesting a replacement for one eylea vial. No additional information is available at the time of this report. Additional info: please see complaint description for all details of this case. A sample is available but will not be forwarded to bd at this time.

Manufacturer narrative:
(B)(4) follow up: it was reported the needle was plugged. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, four photos were provided for evaluation by our quality team. The photos show a needle assembled to a syringe both with and without the plastic shield. No other information could be obtained from the photos. A device history record review was completed for provided material number 305106, lot 3055903. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Manufacturer narrative:
Pr (B)(4) needle clogged / blocked. It was reported the needle was plugged. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, seven photos were provided for evaluation by our quality team. Four photos show a needle assembled to a syringe both with and without the plastic shield. The fifth photo shows what appears to be a needle with a piece of wired inserted into it. The sixth photo shows a needle assembly with a wire on the side. The seventh photo shows two needle hubs from the bottom view. One hub has text that it is good, and the other hub is defective. No other information could be obtained from the photos. A device history record review was completed for provided material number 305106, lot 3055903. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.

Event description:
Material#: 305106. Batch#: 3055903. It was reported by the customer that prepared for administration but the "needle was plugged" and the medicine would not go through. Verbatim: rcc received a complaint via email. Email(s) attached. Information regarding this report was provided by the reporter, the office staff member, who contacted medical information via phone on 12jul2024. On (B)(6) 2024 a vial of xxx was prepared for administration but the "needle was plugged" and the medicine would not go through. No adverse event or missed doses were reported as a result of the reported event. The reporter has the affected product available for retrieval and is requesting a replacement for one eylea vial. No additional information is available at the time of this report.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.